Manufacturer narrative:
Sample has not been received in time for this report. Investigation is incomplete at time of this report. A f/u report will be sent when completed.

Event description:
The event is reported as: product leaking. No pt injury reported.